Manufacturer narrative:
This report, mwr-10062019-0000450116 1818910-2019-94738, is being rejected. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. This component was previously reported in error. After review with knee analyst and clinical specialist, it was determined that description in the follow-up a-2415361, suggested tibial fixation inadequate, but did not report that the tibial component was found to be loose. Poor bone stock was mentioned and surgical error. It was also noted that the femur was loose, with no ingrowth on the sleeve. The femoral sleeve will be reported for loosening. The other femoral components will not be reported at this time. Pain may be attributed to the loosening. If/when more information is provided the complaint will be updated at that time.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The attune revision implant was completely removed. Initially fine, but progressive shin pain and investigations suggested tibial fixation inadequate. Poor quality proximal tibial bone stock. However at the time of revision, femur also loose, with no ingrowth on sleeve.